Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. The stored electrograms (egms) show loss of capture (loc) on this right ventricular (rv). The lead measurements are unstable and further in-clinic review was recommended. Additional information received the patient was admitted to the hospital with perforation of the rv lead. The leads and the device were explanted and will not return for analysis. During the procedure there was an insertion of a sub-xyphoid drain due to pericardial effusion. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was then implanted. No additional adverse patient effects were reported.